Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the hand instrument was used in thoracoscopic esophagectomy (gastric tube reconstruction), a sealing failure occurred. The operation was started, the hand instrument was used in the chest operation without problem. Three hours later, when processing the omentum majus with abdominal manipulation, a sealing failure occurred and the burned tissue got stuck to the jaws badly. Although the tip was cleaned many times, the issue was not solved. Although the device was cleaned with carbotect temporarily, there was so many burned tissue stuck to the jaws that sealing failure occurred, eventually a new hand piece was taken out and the issue was solved. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. There was no tissue sticking or device locking on tissue during the testing of the device. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Buildup of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.